Manufacturer narrative:
This is the sixth complaint for the finish goods lot, however, the first for this issue (leakage/surge/posterior capsule rupture). The device history record (DHR) review shows the order was built and released per specification. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial medical device report was incorrectly coded as a reportable malfunction in outcomes attributed to adverse event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a surge occurred and a posterior capsule rupture occurred during a procedure and the surgeon indicated this occurred during a cassette leakage. The patient is currently under the case of a retina consultant and has been treated with intra-vitreal injection and had a vitrectomy performed. Additional information was requested; however, none has been received to date.